Event description:
It was reported that an ilet user experienced a charger issue in which the ilet charge pad was flashing green and the ilet was not charging despite outlet changes and power-cycling of the wall plug and pad. Replacement charging equipment was arranged. Symptoms included hyperglycemia with a high of 286 mg/dl. Outcomes included no clinical impact and use of backup therapy. Investigation included complaint handling and logistical replacement of the suspected charger. Investigation of this case revealed that the problem was consistent with a malfunction of the charging pad or its power interface. It was concluded that the event was device-related to a charger malfunction, with no patient injury.